Manufacturer narrative:
A1 - patient identifier: sample ID's are (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect prolactin and provided the following data for 1 patient: customer reference range is > 20 ng/ml. On (B)(6) 2023 sample ID: 2312071010 generated a result of 141 ng/ml on (B)(6) 2023 sample ID: 2310131045 generated a result of 176 ng/ml. It was reported that the patient was retested at another laboratory, which generated a result less than 20 patient normal according to the endocrinologist and there was nothing to report on the MRI. It was reported that the patient had the MRI due to the prolactin results. It is unknown if the patient had IV contrast for the MRI. The customer confirmed that there was no reported patient harm and there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as specimens were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any nonconformances, or deviations associated with the complaint lots and customer reported issue. Ticket search by lot identified lot 56044ud00did not have an increase in complaint activity. The review of ticket and trending concluded that there were no identified trends. In-house testing was conducted using an in-house retained assay kit, which concluded all specifications were met, indicating that the lot is performing as expected. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect prolactin, lot 56044ud00. Section b5 contains a correction to the customer reference range.

Event description:
The customer reported falsely elevated architect prolactin and provided the following data for 1 patient: customer reference range is > 20 ng/ml. On (B)(6) 2023 sample ID: (B)(6) generated a result of 141 ng/ml. On (B)(6) 2023 sample ID: (B)(6) generated a result of 176 ng/ml. It was reported that the patient was retested at another laboratory, which generated a result less than 20. Patient normal according to the endocrinologist and there was nothing to report on the MRI. It was reported that the patient had the MRI due to the prolactin results. It is unknown if the patient had IV contrast for the MRI. The customer confirmed that there was no reported patient harm and there was no reported impact to patient management. Correction: customer reference range is < 20 ng/ml, not > 20 ng/ml.